Manufacturer narrative:
Result: brake crank assembly.

Event description:
It was reported by service report that the bed brake pedals were jammed on both sides. No pt involvement or adverse consequences are reported.